Manufacturer narrative:
Product ID: 8709sc, lot# n173722015, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the hospital for a week after implant due to complications. The patient had a massive headache, was throwing up and became very dehydrated. This was believed to be due to a csf leak. The device system was used to deliver morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.